Manufacturer narrative:
Summay of evaluation: the devices can not be evaluated as they have not been returned to howmedica. Attempts to obtain the device and/or additional info have been unsuccessful.

Event description:
Revision surgery revealed the tibial baseplate subsided resulting in polyethylene wear of the tibial insert. The patella component also exhibited polyethylene wear and delamination.